Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation the reportable malfunction was likely caused by foreign material not being removed, despite proper reprocessing, due to physical damage to the device. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, discoloration, deformation, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was contamination found on the top of the gastrointestinal videoscope after being cleaned. The issue occurred during reprocessing. There were no reports of patient harm.